Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). Investigation results. A visual examination of the returned complaint device revealed the balloon was torn longitudinally. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was inflated at 2atm, it was noticed that the balloon deflated. The device was removed and it was confirmed that the balloon burst. The procedure was completed with another cre pro wg dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with esophageal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the balloon was inflated at 2atm, it was noticed that the balloon deflated. The device was removed and it was confirmed that the balloon burst. The procedure was completed with another cre pro wg dilation balloon. There were no patient complications reported as a result of this event.